Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displacement of other prosthetic devices, implants') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included vaginal bleeding, menorrhagia and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain,bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displacement of other prosthetic devices, implants') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included vaginal bleeding, menorrhagia and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain,bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received. Event injury was updated to displacement of other prosthetic devices, implants. Case became serious incident as removal was done. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.